Manufacturer narrative:
A ge oec service rep investigated the issue and found the software had become corrupted. The software was re-loaded. The system was tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have locked-up during procedures. A reboot would restore functionality.